Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 7752500, 510k#k062879 and (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with cervical fracture and underwent posterior cervical fusion at c1-2. During surgery, the set screw broke while performing the final tightening. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.